Event description:
Joerns received a call from (B)(6) about the patient needing bolsters on her mattress. When asked, she stated that the patient had fallen out of the mattress. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).